Event description:
Customer reported that this is an intermittent problem that has been occurring over the last few months. The table will stop working, but they are able to reboot the system and continue on working. Customer reported that this only happened once when a patient was on the table. Customer could not provide info on the pt or type of procedure being done.

Manufacturer narrative:
Field service engineer troubleshot this intermittent problem per hut service manual and replaced the 220 v 25 amp relay. Field service engineer then tested the table functions as per hut service manual. Table functions passed maintenance checks and was returned to service.